Event description:
It is reported that a customer has physical damage on their insulin pump. The patient's blood glucose level was at 139 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump received with cracks to the case, reservoir tube, reservoir tube window, reservoir tube, battery tube threads, a broken reservoir tube lip amd scratched display window.